Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips. Prior to injection the patient was given water clorex, ice post injection and concomitantly taking prestic/nsaids. About 6 months after injection, the patient develop late "important edema" on the lips. Patient was treated with predsin and there was no improvement. Patient was also treated with hyaluronidase. Symptoms have resolved.

Manufacturer narrative:
Additional information: describe event or problem, other relevant history.

Event description:
Additional information: patient had been injected in the "contour and redness of the lips with excellent immediate results." It was 5 months after injection when the patient developed "recurrent episodes of edema in the lips." Patient was treated with predsin which had partial improvement. Patient was later treated with hyaluronidase (biomethyl) and there was "definitive improvement of symptoms." Patient has not returned to the healthcare professional.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of important edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of edema: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the lips. Prior to injection the patient was given water chlorex, ice post injection and concomitantly taking prestic/nsaids. About 6 months after injection, the patient develop late "important edema" on the lips. Patient was treated with predsin and there was no improvement. Patient was also treated with hyaluronidase. Symptoms have resolved.

Event description:
Additional information: the patient also had an allergic reaction at the end of the year "after the use of acetylsalicylic acid and ibuprofen" which the patient continues to take with "continuous use due to cervical pain (hernia)." The patient is allergic to the acetylsalicylic acid and ibuprofen.